Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 3.4, laboratory inr: 4.7. The time between testing was between one (1) hour. The patient was hospitalized on (B)(6) 2013 with hypotension due to internal bleeding. Details on the treatment were not provided. Therapeutic range 2.5 - 3.5 for the patient. There was no additional patient or treatment information provided.